Event description:
It was reported that pump experienced malfunction with code 12 that repeatedly occurred even after reset, and no notable events were reported before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting pump, was informed that pump would be replaced, was advised to contact healthcare provider for backup insulin therapy since no backup was available, and expressed interest in obtaining out-of-warranty loaner pump, with technical support planning follow-up to confirm pump serial number.